Manufacturer narrative:
Section h10: (h3) pending evaluation

Event description:
It was reported that this instrument had broken during surgery. Head of implant had sheared off. No pieces of parts fell into the patient. No surgical delay/prolongation. Patient was last known to be in stable condition following the event. Device is returning.

Manufacturer narrative:
Section h10: (h3) based on historical complaint investigations and the returned device, the fracture reported was likely the result of years of surgical use and subsequent sterilization cycles, which led to degradation and ultimate fracture of the weld at the strike plate-handle interface.